Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer's blood glucose was unknown. The customer was advised the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with a35 error alarm during rewind test due to motor encoder signal out of phase also, unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to a35 error alarm. No motor error alarm noted during our testing. No cosmetic damage noted.